Manufacturer narrative:
Device eval: the suspect device was rec'd for eval. Eval of the event history log observed check clutch/plunger lever alarms. Visual inspection of the returned device found the carriage washer slightly loose. The carriage washer was tightened and the position potentiometer was replaced as a preventative measure. Following repair, the device passed all function and delivery testing.

Event description:
A report was rec'd that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.